Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that on the morning of (B)(6) 2011 the pump rebooted multiple times. He stated that he attempted to resolve the issue by changing the battery; with four separate, new batteries, the issue continued. The patient stated that he received one "replace battery" alarm during the multiple battery changes. He confirmed that the battery cap was secure when the pump started rebooting. He confirmed that there was no structural damage to the battery cap and compartment, and that there was no visible corrosion in the battery compartment. The patient stated that the battery cap was last changed seven to twelve months ago. The user guide instructs the user to change the battery cap every six months.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: no damage was observed to the battery compartment of cap. The cap was able to securely fasten to the pump without yellow o-ring being visible. During investigation pump boots up to 'verify' screen with functional vibratory and auditory alarm warnings. The pump was exercised for 24 hours without interruptions. The blackbox history did not indicate any loss of power events between (B)(6) 2011 6:14 am and (B)(6) 2011 8:05 am. The patient inserted a discharged battery and the pump entered a reboot cycle. The patient reinserted a charged battery and resumed basal delivery on (B)(6) 2011 at 08:25 am.